Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep met with the patient again to go over recharging and the patient is doing it correctly. However, the last recharging sessions were at 7.5 hrs and 8hrs. Because the antenna is not picking it up well and that is with doing everything tech services asked the rep to do; including turn the dial, have the patient lay on the recharger <(>&<)> wear the recharging belt. The issue has not been resolved and the patient has a follow up with the physician on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s device was overdischarged as they had not recharged it since their hip replacement two years ago as things have been good. They stated that they had not used it for two years and wanted the device explanted. It was reviewed to perform a physician mode recharge due to the return of pain. It was indicated that the patient had tried to recharge their device six months ago, which was when they first realized they could not communicate with the ins. The rep called back later the same day, stating that they pulled the device out of overdischarged and they tried to read the device to clear the por, but the battery was too low to clear it. Technical services reviewed that the battery has to be at least 25% of the way charged to be able to clear the por screen. Technical services explained how to know the ins charge level. The rep also stated that they wanted to explain that they were notified of this at an appointment on (B)(6), but at that time they were told that the ¿device wasn¿t working and that the patient wanted it explanted¿. The rep did not know/realize until today (B)(6) 2019 that the device was overdischarged. Additional information received from a manufacturer representative (rep). It was reported that the rep was able to clear the por at 25% on (B)(6) 2019. However, the patient stated on (B)(6) 2019 that it took a little over 9.5 hours to fully charge the device. The patient asked if this would continue to take 9.5 hours to charge and that it was going to be a burden on her quality of life as she would have to sit still for that amount of time. The rep told her to follow up in one week and let the rep know how the recharge time was looking at that time and to make sure her device does not go past 50% for the next 3 charges. The patient stated understanding. The patient reported getting 6, 2, and 8 coupling bars. The rep reported they had a difficult time getting good coupling bars and they had to push on it. The rep was manually holding the recharger and was not using the belt. The pocket looked good with good depth and no tilts. No further complications were reported.